Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis and high blood glucose readings. Customer stated that he has been hospitalized two times. Customer's blood glucose reading at the time of the hospitalization was 835 mg/dl. Customer reported feeling dizzy prior to the hospitalization. Customer was diagnosed with vertigo at the hospital and reported that he was off the insulin pump for six days prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's current blood glucose reading is 266 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.